Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the perforation occurred due to an excessive amount of conduction. The instruction manual of the device has already warned as follows; when applying the current, do not use an excessive amount of conduction. Doing so could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Event description:
During an endoscopic mucosal resection, the subject device was used. The hole was found where the mucous membrane was resected. The physician performed clipping, and the perforation was fixed.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".